Event description:
A medtronic representative reported that, while in a synergy spine 2.0.1 procedure, an inaccuracy was alleged to be approximately a few millimeters in the superior and left/right plane. The instruments were re-verified without issue. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. A medtronic representative, following-up at the site, reported the issue could not be replicated. System fully functional.